Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radiofrequency ablation (rfa) for liver cancer. The patient had multiple tumors so ablation was performed many times. In two sessions among those, impedance did not change at all for 10 min. Of ablation and break did not occur. It was confirmed to be ablated through echo so the procedure was finished. There was no patient harm.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. The impedance displayed normally. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.